Manufacturer narrative:
Information contained on this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, creases fold, delamination orientation dot, wear abrasion and stress marks. Based on the device analysis the final assessment is an opening crease sharp on posterior due to fold flaw opening and delamination partial orientation dot (adhesive failure) the reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.